Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that tpn was infusing at an ordered and programmed rate of 85ml/hr a tpn to infuse over twenty- four hours. The infusion however completed an hour and fifteen minutes earlier than expected. There was patient involvement but no harm.